Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reported three false negative sars results on a consumer experiencing fever and diarrhea. The customer performed the (one faint positive and one inconclusive) sars test on themselves.the customer communicated the result was positive by another rapid antigen assay. Report 3 of 3.